Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, at regular follow-up on (B)(6) 2023, noise oversensing was observed on the atrial lead (non-microport product). Oversensing was suspected by the signal of the mv sensor, and changed the atrial sensitivity, etc., but the sensing was sometimes not performed at 0.8 mv, and it was hardly sensed at 1.0 mv. When the mv sensor is turned off, the noise disappeared (the electrical potential also disappeared completely), so it is judged to be oversensing due to the signal of the mv sensor, not emi. Currently, it was treated by changing the setting of the mv sensor to off. This episodes were not observed at the time of implantation on (B)(6) 2023.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, at regular follow-up on 10 april 2023, noise oversensing was observed on the atrial lead (non-microport product). Oversensing was suspected by the signal of the mv sensor, and changed the atrial sensitivity, etc., but the sensing was sometimes not performed at 0.8 mv, and it was hardly sensed at 1.0 mv. When the mv sensor is turned off, the noise disappeared (the electrical potential also disappeared completely), so it is judged to be oversensing due to the signal of the mv sensor, not emi. Currently, it was treated by changing the setting of the mv sensor to off. This episodes were not observed at the time of implantation on (B)(6) 2023.